Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 1.6g over specification.

Event description:
Bilateral capsular contracture baker grade iii left side.